Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer experienced an elevated blood glucose (bg) level. The continuous glucose monitor read ¿high¿; however, a specific bg value was not provided. A manual insulin injection was administered to address bg. Reportedly, the customer reverted to an alternate method of insulin.